Event description:
It was reported that the 2800 system poor image quality during a case. No patient injury was reported.

Manufacturer narrative:
A ge oec service representative performed an on site investigation. The image intensifier and i.I. Power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.